Manufacturer narrative:
We have received two open samples, the ampoules received have been optically evaluated and a defect in the tip of the ampoules was found. Tip is bent. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. The results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective and preventive actions not needed. Associated med-watch reports: 3003639970-2018-00787; 3003639970-2018-00823; 3003639970-2018-00824 (this report).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 g5: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. G5: similar product in us 510(k): k111959 investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that leakage of the product was noted upon opening the package. There was a blue solid substance inside the outer package. This was noted prior to application and ampuole of histoacryl was not able to be used. There was no effect on patient(s). It was reported that there were 3 of this product number and batch number noted to have the reported defect. Two pouches returned for investigation. Additional information has been requested. All medwatch reports associated with this complaint report include: 3003639970-2018-00787; 3003639970-2018-00823. (This report) - relates to unreturned product.